Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old caucasian male presenting with acute myocardial infarction and cardiogenic shock, while enduring ventricular tachycardia (vt) during vt ablation. An impella cp was inserted for cardiac support. While physician was completing the insertion process, the pump had dislodged from the ventricle. Attempts were made to re-advance the device through the aortic valve, however, the device's cannula became kinked and would not straighten. The decision was made to remove the device. Upon explant, it was discovered that the distal section of the device separated from the proximal and remained in the femoral artery. Surgical intervention was required to remove the fragmented component. Thereafter, a new impella cp was inserted via the same surgically prepared site and ran successfully.